Event description:
It was reported that the device alerted for high right ventricular pace impedance. The patient came in to be checked and intermittent loss of capture was also noted. A fracture was suspected. The patient was sent home with a magnet, and the lead was subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.